Event description:
This lead was capped and replaced due to high thresholds and high outputs programmed. The ICD was replaced at the same time due to eri. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.